Event description:
A nurse reported that a tear was noted on an intraocular lens (iol). The lens was not implanted. There was no patient involvement.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/04/2009, 03/24/2009 and 03/30/2009 by phone and mail. A completed questionaire has not been received but information regarding patient involvement was obtained by phone. This report was mailed to FDA on: 04/02/2009.